Event description:
It was reported that during a cryo ablation procedure using a polarsheath air was seen during aspiration. Per the instructions for use of the sheath "do not aspirate via the side port if the sheath lumen is occupied (i.e.... By components of the cryoablation catheter") as the aspiration may draw air across the sheath valve into the polarsheath." During this case aspiration was performed "with the balloon slightly inserted," and air was seen when aspiration was performed in this manner. They exchanged the sheath, and the issue was resolved. The procedure was then completed with no patient complications. The sheath is expected to be returned for analysis.

Event description:
It was reported that during a cryo ablation procedure using a polarsheath air was seen during aspiration. Per the instructions for use of the sheath "do not aspirate via the side port if the sheath lumen is occupied (i.e.... By components of the cryoablation catheter") as the aspiration may draw air across the sheath valve into the polarsheath." During this case aspiration was performed "with the balloon slightly inserted," and air was seen when aspiration was performed in this manner. They exchanged the sheath, and the issue was resolved. The procedure was then completed with no patient complications. The sheath has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the sheath was first visually inspected and a tear in the hemostatic valve was observed. The slit puncture was slightly off center. Next, the sheath was put through procedural testing by replicating aspiration, and the sheath passed, and no air was seen in the device during test aspirations. The next procedural test examined the hemostatic valve, which found the sheath was not able to maintain pressure even when there was nothing across the valve and water leaked from the valve. Finally, they gently pressurized the sheath, while the distal tip was plugged, and the pressure decay value indicated a gross leak of the hemostatic valve. With all the available information boston scientific concludes the allegation of "air observed in the sheath" is confirmed and the causes are traced to manufacturing deficiency and intentional off-label, unapproved or contraindicated use. The off-center puncturing of the valve can lead to tearing of the sheath valve, which in turn can lead to air ingress. Additionally, aspirating the sheath with an occupied lumen can create an environment where negative pressure inside the sheath may compromise the integrity of the valve.

Event description:
It was reported that during a cryo ablation procedure using a polarsheath air was seen during aspiration. Per the instructions for use of the sheath "do not aspirate via the side port if the sheath lumen is occupied (i.e.... By components of the cryoablation catheter") as the aspiration may draw air across the sheath valve into the polarsheath." During this case aspiration was performed "with the balloon slightly inserted," and air was seen when aspiration was performed in this manner. They exchanged the sheath, and the issue was resolved. The procedure was then completed with no patient complications. The sheath has been received for analysis.

Manufacturer narrative:
UDI related data quality updates only: this report is being filed as a correction in response to an FDA request. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We have not provided the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. Upon receipt at our post market quality assurance laboratory the sheath was first visually inspected and a tear in the hemostatic valve was observed. The slit puncture was slightly off center. Next, the sheath was put through procedural testing by replicating aspiration, and the sheath passed, and no air was seen in the device during test aspirations. The next procedural test examined the hemostatic valve, which found the sheath was not able to maintain pressure even when there was nothing across the valve and water leaked from the valve. Finally, they gently pressurized the sheath, while the distal tip was plugged, and the pressure decay value indicated a gross leak of the hemostatic valve. With all the available information boston scientific concludes the allegation of "air observed in the sheath" is confirmed and the causes are traced to manufacturing deficiency and intentional off-label, unapproved or contraindicated use. The off-center puncturing of the valve can lead to tearing of the sheath valve, which in turn can lead to air ingress. Additionally, aspirating the sheath with an occupied lumen can create an environment where negative pressure inside the sheath may compromise the integrity of the valve.